Event description:
It was reported that the first three clips fired as intended. The fourth clip came out closed and would not open. At that point cracks were heard and the device lost tactile feedback. The device was attempted to be fired several more times and nothing happened. After 2-3 attempts clips started firing but came out closed and did not stay in jaw, never fully opened.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip did not load properly into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip came out closed" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The first clip was able to fire properly. However, the next clip was unable to load properly into the jaws of the device. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800587 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first three clips fired as intended. The fourth clip came out closed and would not open. At that point cracks were heard and the device lost tactile feedback. The device was attempted to be fired several more times and nothing happened. After 2-3 attempts clips started firing but came out closed and did not stay in jaw, never fully opened.